Manufacturer narrative:
(B)(4). The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot

Event description:
It was reported that, during a resection of the diaphragm procedure, an unexpected noise was heard and ¿relax pressure on blade¿ was displayed when the device drilled the third port hole. Then the device activated without problems after the blade was wiped and the device passed the pre-run test again. However, it was found under thoracoscopy that the blade was missing. The broken piece was not found in the x-ray inspection. Doctor suspected the broken piece of the blade remained into the patient because the broken piece was missing. The patient is stable after the procedure. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Batch # r9391m. The device was returned with no apparent damage with the blade tip intact and not broken off as reported by the customer. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no abnormal noises heard d at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. When the ¿relax pressure on blade; reactive instrument to continue¿ alert screen appears, it is advising that the instrument has been loaded to the point where the output has stopped.  The user needs to relax pressure on the instrument or reposition so there is less tissue in the clamp. Release the activation switch and reactivate the instrument to continue. However, no alert screens were displayed at any time during testing. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.